Manufacturer narrative:
The additional proglide device referenced is filed under a separate medwatch report number. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with two proglide devices, using the pre-close technique, via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, when the first proglide plunger was removed, no suture was present. A new proglide device was used and the lever would not close the foot. The device was difficult to remove as the foot would not close. A cut down was performed to remove the proglide device. The sheath was upsized to 12f and the aaa procedure was completed. Hemostasis was achieved with a vascular patch. There was a one hour clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual and functional inspections were performed on the returned device. The reported difficulty to close the device could not be tested due to the condition of the returned device. The reported entrapment could not be replicated in a testing environment as it was based on operational circumstances. The guide was returned separated, distal end of the guide tube held by the actuator wire. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of tissue damage is listed in the perclose proglide instructions for use as a known adverse event associated with use of suture mediated closure devices. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to filing of the initial report additional information was received. There was tissue damage at the access site due to the difficult to remove proglide device. A vascular patch was used to repair the tissue damage and to achieve hemostasis. No additional information was provided.